Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. Technical support advised the customer that the device requires a pressurized oxygen supply that provides a minimum flow of 175 slpm per the user manual, and discussed pressure regulation when o2 tanks are half full. Technical support also advised the customer that the user manual statues "do not use any devices such as valves, hoses, grab n' go regulators or other brands of combined cylinder/regulators that limit supply of oxygen flow below 175 slpm". The customer performed a full preventative maintenance and was not able to find any issues with the device. The ventilator passed all functional testing.

Event description:
It was reported that a v60 ventilator generated a "no oxygen (o2) available" alarm. Reportedly, the customer stated that praxair grab-n-go o2 tanks at the time of the reported event. The device was in use at the time of the event; however, there was no patient harm.